Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimates remained static at 115 units of insulin. Customer declined troubleshooting with tandem technical support. Customer's blood glucose level was in the 400 mg/dl range.